Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump received with missing segments due to bleeding lcd glass. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corner, and minor scratches on display window noted.

Event description:
It was reported that the insulin pump alarmed motor error and it is blocked. Blood glucose value was 10.2 mmmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.